Manufacturer narrative:
H6: investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that when pulling the plunger, the finger flange came off and the patient could not pull it any longer. The attached photo was examined and exhibited a broken thumb press. No broken flange was observed. A review of the device history record was completed for batch# 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200863709, 200863773, 200863775] noted that did not pertain to the complaint. Assembly process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Packaging process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause: jaw jam sensor out of adjustment. Correction: l2l dispatch #86146 was created to adjust the jaw jam sensor. H3 other text : see h10.

Event description:
It was reported that during use when pulling back plunger the finger flange breaks off with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: when pulling the plunger, the finger flange came off and the patient could not pull it any longer.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use when pulling back plunger the finger flange breaks off with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: when pulling the plunger, the finger flange came off and the patient could not pull it any longer.